Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil stretch resistant wire (sr wire) was fractured and the constraint sphere and pull wire were within the distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil revealed the sr wire was fractured and constraint sphere was within the ddt. If the ruby coil was forcefully retracted against resistance, the sr wire may fracture and the embolization coil may detach. The cause of the resistance could not be determined. Based on the reported complaint, some of the embolization coil damage occurred during attempts to retrieve the device. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a self-expanding stent in the left renal artery using ruby coils. During the procedure, the physician successfully placed 21 ruby coils using a non-penumbra microcatheter. The physician then attempted to place another ruby coil, however, while retracting to reposition it, the ruby coil unintentionally detached. The physician then used a snare device to retract the ruby coil, however, the coil broke while partially retracted out of the hub of the microcatheter. Therefore, the physician was able to pull the ruby coil out of the microcatheter, and the procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.